Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert when he woke up. The patient then tried to send a manual remote transmission, but it was unsuccessful. The patient presented to clinic, and interrogation of the implantable cardioverter defibrillator revealed that the device was in backup mode. The device was restored in clinic, and there were no adverse events reported. It is suspected that the backup could have been triggered by merlin transmission during the night.